Event description:
It was reported that customer did not see drops of insulin at end of tubing during fill tubing step and continued to receive a minimum fill notification, while blood glucose meter displayed a high reading with specific value unknown. Customer gave correction dose by injection and confirmed completing cartridge preparation steps, and technical support provided education on using room temperature insulin, performed escalated troubleshooting, and arranged pump replacement. Customer reverted to an alternative method of insulin therapy.